Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A manual drop test for intermittency was performed and the test passed. A review of the downloaded receiver did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The reported event of the receiver not re-alerting was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The receiver data log was provided by the patient. The reported event cannot be conformed through review of the data log. The complaint device has been receiver. Evaluation is not yet complete. A follow-up will be submitted upon completion of device.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver was giving the initial alert for highs; however, it was not re-alerting for the highs. No additional event or patient information is available.